Event description:
It was reported that (1) device was used during a wedge resection thoracotomy. It was reported by the rep that the surgeon stapled the tx60b instrument across the lung tissue upon firing. Then the instrument would not release on the lung tissue. The tissue was torn while trying to release the stapler.